Event description:
A patient called lfs on 04/18/2002 alleging that their one touch ultra meter would not power on and patient was unable to test their blood glucose. Patient felt weak and then lost consciouness. Patient was taken to the hospital. The hospital meter read 45 mg/dl. It is unknown what the treatment was. Patient was hospitalized. No further information has been reported. This report was inadvertently delayed. The meter has not been returned for evaluation.